Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported after femtosecond laser procedure, when placing the pt on bed to proceed with the cataract surgery, the surgeon realized that capsulorhexis was not performed at all. Surgeon also reported laser looks as though it had been applied in a different focal plane resulting in broken posterior capsule. Surgeon indicated an additional procedure was necessary to treat reported event. Additional information has been requested.